Manufacturer narrative:
After the battery installation, the pump display froze and was followed by an unexpected constant audio tone. The problem was isolated to the mother board. They were unable to test for the unresponsive buttons due to the frozen screen. The pump was received with a cracked case at the display window corners, display window, and battery tube threads. The pump was also received with a minor scratched lcd window.

Event description:
The customer reported via phone call that the screen on the insulin pump was frozen and the pump had a high pitched buzz that has been going off for hours. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer has changed the battery but it did not make a difference. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.